Event description:
It was reported that "while the surgeon was doing a craniotome, the burr stopped turning. When the assembly was backed out, it was noted that the tool had drilled through the foot. It was also noted that the dura was torn as well as the brain tissue. It was also observed that the tears were caused by a burr that was hanging due to the tool cutting through the foot." On follow-up, the pt's status was reported to be ok.

Manufacturer narrative:
Report inconclusive. The product was not returned. The user manual contains the following warning "the attachment should not be used if any part of the attachment appears to be bent, loose, missing, or damaged. Excess pressure or improper handling, such as bending or prying of the attachment or dissecting tool may cause injury to the pt, operator and/or operating room staff." Our recommendation for factory service is based on the facility's usage; however, it should not exceed 24 months. This device has been in use for 45 months without any record of factory service.